Event description:
This lead was implanted on (B)(6) 2013 and remains implanted at this time. A call placed to technical services on (B)(6) 2013 states that loss of capture was noted at maximum outputs. The physician was dr. (B)(6) at (B)(6) center in (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).